Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration during patient treatment. The logs also contained high pressure alarms. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and no fault was found during a simulated use test. The ventilator passed all safety and functional tests and was cleared for clinical use. No part was replaced and no new events on this ventilator have been reported until this date. The evaluation of logs that were received for this event showed that this event is a duplicate. This was service repair for the event that was reported with MDR access #: 8010042-2018-00359. Please follow-up #:01 in report with MDR access #: 8010042-2018-00359 for the investigation results and codes of the event. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).